Event description:
The reporter stated he rec'd an er1 message. He did a color comparison, but doesn't remember what the result was. He is not alleging any harm and made no contact with a healthcare professional.